Event description:
User facility reported that the pump was programmed to infuse 1000 ml over a 12-hour period: medication type not reported. The infusion completed within 1.5 hours. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.